Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q3/2016 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. The device is expected to be returned. However, analysis is not needed. No further information is available, at this time. The investigation will be updated, should additional information be received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.